Event description:
Additional information was received that the device was routinely explanted and replaced two years later.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The patient was subsequently seen for testing. A maximum energy shock was delivered and shock impedance measurements were noted to be 40 ohms. The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.